Manufacturer narrative:
(B)(4). Eval results: device failed to cross calcified lm, stent damage and failure to deliver the stent. Conclusions: device failed to cross calcified lm.

Event description:
An attempt was made to deploy a 2.5mm diameter x 18mm length endeavor sprint rapid exchange coronary stent to a tight calcified tortuous lesion in the proximal lcx, however, the stent failed to cross the calcified left main. When the stent was removed in order to change the guiding catheter for extra back-up, it was noticed that the stent struts were severely damaged. No clinical sequelae were reported.